Event description:
Patient reported "implant rupture", "integrity is compromised", "deformed edge of the endoprosthesis" and "consolidation and thickening of the periprosthetic capsule". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date "2019". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.